Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone, reporting that they were receiving error code b30. The customer was not in front of the unit at the time of the call. Later, the customer called back to update the issue, stating that they had cleaned the contact pins on the scope and blown a bit of air into the clv-190 connector. The unit was then working fine. The customer tested the unit several times successfully. Consequently, the device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unclean contact pins on the scope and connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code b30 (scope communication error). The event occurred during set up / inspection for use. There were no reports of patient harm.